Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 10/08/2014. Electrode belt: 07/21/2011.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. The patient was in the hospital prior to passing. It was reported that the patient passed due to cardiac arrest due to a myocardial rupture and not a rhythm disorder. It was reported that the lifevest was not alarming. Per clinical review of the available ECG data, the patient was idioventricular rhythm at 20 bpm degrading to asystole with CPR/motion artifact. The rhythm then transitions to ventricular tachycardia (vt) at 180 bpm with CPR/motion artifact. Vt was seen from 19:14:00 to 19:14:20. CPR/motion artifact prevented the lifevest from initiating a treatment sequence. The rhythm then transitions to asystole with CPR/motion artifact. Lastly, the patient was in an idioventricular rhythm at 30 bpm with CPR/motion artifact transitioning to sinus rhythm at 80 bpm from approximately 19:10:26 until the device shutdown at 19:30:41 on (B)(6) 2020.